Event description:
Gastrointestinal (gi) bleeding was not confirmed. Multiple endoscopies revealed only gastritis, no source of acute bleeding. The patient's target inr goal was lowered to 2-2.5 and aspirin was stopped. The patient has not recently had any symptoms of gi bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The account originally reported that the patient had recurrent gastrointestinal (gi) bleeds. Information later received stated that gi bleeding was not confirmed. Multiple endoscopies were performed that only revealed gastritis and no source of acute bleeding was able to be identified. The patient had no recent symptoms. The patient¿s target international normalized ratio (inr) goal was lowered to 2-2.5 and the patient was taken off aspirin. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20nov2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The date of the event is estimated. There is one previous gastrointestinal bleed event that was reported in MFR report #2916596-2017-02568.

Event description:
It was reported that the patient had recurrent gastrointestinal bleeds.